Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. As the device was returned damaged, a representative device was used to determine reproducibility. The biopsy valve was not damaged even after 20 straight-line insertions and removals of the syringe. When inserting and removing the syringe at an angle, operation became difficult, and the biopsy valve was damaged after 5 cycles. Based on the results of the investigation, it is likely the following led to the customer reported malfunction: caused by a component failure of the biopsy valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic ebus-tbna procedure, a black rubber-like fragment was visible in the image when attempting to insert the biopsy needle. An attempt was made to retrieve the fragment with endoscopic suction, and then from the mouth. When removal from the patient¿s mouth was attempted, the black material was no longer present. The endoscope was flushed without retrieval of the material. The endoscope was reinserted into the lungs and bronchi, and again no material was found. A CT scan was performed which also showed nothing resembling the previously seen black material, therefore the physician speculated that the material may have fallen from the mouth into the esophagus and would likely be expelled via the digestive tract. As one side of the biopsy channel was noted to be chipped, the physician also speculated that the black material was silicone rubber from the single use biopsy valve. The suspect device was replaced and the procedure was completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.